Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - silicone visible. A report was received indicating the presence of visible particles, defective plungers, and excessive lubricant. To support the investigation, one hundred fourteen samples of 5ml luer-lok syringes, two product packages, and two photographs were submitted for evaluation by the quality team. One of the packaging blisters contained a loose, red-colored foreign material, while the second blister exhibited a brownish substance within the packaging. No additional foreign matter was observed in the remaining samples. One photograph depicts a fully assembled syringe within its packaging, where the stopper is misaligned and improperly seated on the plunger rod, resulting in a distorted stopper. The second photograph shows the top web slip with the correct product information. The observed conditions are non-conforming with the product specifications. The distorted stopper is attributed to the assembly process, while the presence of loose foreign material is associated with the packaging process. A review of the device history record was conducted for material number 309649, lot 4352949. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications were recorded related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and deemed compliant with product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had visible silicone. The following information was provided by the initial reporter: multiple sku w/ visible particles, defective plungers, excessive lubricant. When did the incident occur? Before use. Please note that we have identified several quality defects in the syringes received under (B)(4). The issues observed include: visible particles inside the syringe, particles between the plunger and barrel space, multiple white particles found inside the packaging, defective plungers, excessive lubricant. The details of the rejected items can be found in the table below, and supporting photographs are attached for your reference. Ref no. Description size lot no qty received total qty received in pcs qty rejected % 309649, bd plastipak syringe, 5ml 4352949, 10box=1250 1250, 113 9.0%.